Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that he experienced high blood glucose levels. Customer's blood glucose level was 447 mg/dl. He treated his blood glucose level with injections. The high pressure test passed. The device was not returned.